Manufacturer narrative:
(B)(4). Date sent 3/4/2025. D4 batch #288d44. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 288d44, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Please provide more details of device malfunction na. 2. Did the device cut? Na. 3. If the device cut/fired, was the cut line complete? Na. 4. Did the device staple? Na. 5. If the device stapled/fired, was the staple line complete? Na. 6. If the device was stapled, was the shape of the staples (b-formation, irregular, unformed)? Na. 7. Did the device close? Na. 8. Did the device fire? Na. 9. Did the device open? Na. 10. Was the device difficult to close on the tissue? Na. 11. Was the device difficult to fire? Na. 12. Was the device difficult to open? Na. 13. On which firing did this occur? Na. 14. Did the tissue retaining pin lock into the correct position? Na.

Event description:
It was that during and unknown procedure that the device experienced an unknown failure. Unknown as to how the procedure was completed. There were no adverse consequences reported. No further information was provided to the sales rep.